Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the right coronary artery (rca). A 3.50x12mm nc trek neo balloon catheter (bdc) was advanced to the lesion with no issue; however, following successful inflation and deflation it became stuck with a .014 guide wire during removal and could not be removed independently. The bdc and the .014 guide wire were removed together as one unit from the patient. Another nc trek neo was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.